Event description:
The customer reported to a medela clinician that she developed mastitis and was treated with IV antibiotic at the hospital.

Manufacturer narrative:
The customer reported mastitis, which is a serious injury. The customer was treated with antibiotics at the hospital. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."riordan & wambach, 4th ed. P.294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.